Event description:
The device was used during a partial colectomy procedure. The device fired an incomplete cut of the anastomosis. The surgeon sutured by hand and then finished the case with another device. O.r time extended by one hour.